Event description:
Guidewire would not thread. Per the provider ¿either an issue with the j-loop or the needle but the outer coil on the catheter was locked and wouldn¿t allow the catheter to advance.¿